Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. Or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", 173mg/dl, 166mg/dl, 124mg/dl. Customer normally reads between 43-124mg/dl. Back to back blood tests performed at the time of the call were 96 and 71mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", 173mg/dl, 166mg/dl, 124mg/dl. Customer normally reads between 43-124mg/dl. Back to back blood test performed at the time of the call were 96 and 71 mg/dl. No adverse event reported.